Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The ventricular capture management had increased the outputs which may have led to the possible early elective replacement indicator. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4092 implantable pacing lead (B)(6) 2004. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analysis revealed normal battery depletion.